Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. Customer was getting lost connection between transmitter and insulin pump. Customer also stated that they received sensor connected alert and system started warm up. It was unknown whether the customer was using automode at the time of reported event. Customer was not in auto mode due to the change sensor. The insulin pump will not be returned for analysis.